Event description:
Patient fell on (B)(6) 2013, fracturing the right tibia and fibula periprosthetic to previous open reduction internal fixation (orif) hardware that was implanted on an unknown date. Patient underwent operative treatment for periprosthetic fracture on (B)(6) 2013. At this surgery, the original hardware was removed and new orif hardware as well as an external fixation device were successfully implanted. Patient is reportedly recovering well. This report is for 12 unknown screws. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID (B)(6). This report is for 12 unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.